Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the evaluation of the submitted log files and an onsite evaluation by an abbott clinical specialist. A specific cause for the low flow alarms could not be conclusively determined through this evaluation; however, it was reported that the left ventricle is small and the alarms were due to the patient¿s very small body surface area. Additionally, a specific cause for the report of right ventricle impairment could not be conclusively determined through this evaluation. A direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient¿s left ventricle was small and she had an impaired right ventricle. The physician requested a software upgrade on both controllers due to regular low flow alarms. It was noted that the low flow alarms were due to the patient¿s very small body surface area. The submitted controller event log file captured a total of 32 transient low flow hazard alarms throughout the approximately 1.5 hours of data, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 53 seconds in duration, and calculated flow was captured at values as low as 2.1 lpm during these events. Despite the low calculated flow values, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The low flow software was installed both controllers, serial numbers (B)(6) and (B)(6), by the clinical specialist on (B)(6) 2020. The software label was applied on the controllers, and the patient and clinical staff were given copies of the low flow alarm guides. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms. It was also reported that the patient has a small left ventricle and an impaired right ventricle. There is a request for a software upgrade due to the low flow alarms.